Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #10 was removed due to a fracture.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the event description has changed from implant fracture to screw fracture. Therefore this is no longer a reportable event for the implant. This report is being submitted as a retraction to the initial MFR number: 0001038806-2022-01540. No further reports will be submitted for this implant.

Event description:
During a customer follow up, it was reported that the implant at tooth site #10 was removed due to a screw fracturing inside the implant. The initial report stated the implant fractured. Based on this new information, the implant no longer meets a reportable event. Therefore, this event is being retracted and a new report will be submitted for the fractured screw.